Event description:
It was reported by an aci sales professional that a female patient underwent a coronary diagnostic catheterization procedure on (B) (6) 2010. Access was obtained via a 6f sheath in the right groin. The stick was at the bottom third of the femoral head just above the bifurcation. A femoral angiogram revealed peripheral vascular disease (pvd) at the access site. Following the procedure, the physician trained to the mynx, used the device for femoral arterial closure. Because of the pvd, 50/50 contrast and saline mixture was used in the mynx balloon to visual pullback under fluoroscopy. One minute of swell time and 6 minutes of hold time were employed. There were no reported complications with the catheterization procedure or the mynx deployment. The patient was ambulated and discharged per hospital protocol that same day. On 1 day post procedure, the patient returned to the hospital complaining of pain. It was reported that the patient developed a pseudoaneurysm (psa). It is unknown how the psa was diagnosed. The size of the psa was unknown however reportedly "too big" to be treated with a thrombin injection therefore the patient went to the or for surgical repair. The patient is scheduled to be discharged today, (B) (6) 2010 (date of report).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported pseudoaneurysm could not be conclusively determined. It was reported that the patient had peripheral vascular disease. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease. In addition, pseudoaneurysm is an anticipated complication of catheterization procedures, regardless of the use of closure devices. There is no evidence to suggest that the mynx device did not meet specification. It was reported that hemostasis was successfully achieved with the mynx device. The review of the lhr (lot f1004120) indicated that the mynx device met all established performance specifications upon shipment.